Event description:
It was reported that this right ventricular (rv) lead was going to be revised due to loss of capture, but the patient did not show for the procedure. It was believed the patient was having another medical procedure at that time in another hospital. Reportedly, the patient has not suffered any syncopal episodes due to this issue. Technical services will be contacted once further information is known. This rv lead remains in service and no adverse patient effects were reported.